Manufacturer narrative:
D4- the UDI is not known as the part and lot number were not provided. H6 - medical device problem code 2017 clarifier: against resistance. The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a electronic lot history record (elhr) review and a review of the complaint handling database was not performed because the part and lot number was not reported. Reportedly, the physician used forced to push the xact through the lesion and the xact stent was implanted. It should be noted that the xact carotid stent system information for prescribers states: do not advance any component, or section thereof, of the xact carotid stent system against significant resistance. The cause of any resistance should be determined via fluoroscopy and remedial action taken. The deviation of the information for prescribers possibly caused/contributed to the reported difficulties and/or patient effects. The reported patient effect of stroke is listed in the xact carotid stent system information for prescribers as an adverse event potentially associated with carotid stents and embolic protection systems. The investigation determined the reported difficult to advance appears to be related to circumstances of the procedure and subsequent deviation of the instruction for use as it is likely that during advancement resistance was met with the severely tortuous anatomy resulting in the reported difficult to advance. Reportedly, the physician used forced to push the xact through the lesion and the xact stent was implanted. The reported difficulties possibly caused/contributed to the reported patient effect however a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a severely tortuous left common carotid artery. During advancement the 9x7x40 xact self expanding stent system met resistance with the anatomy. The physician used forced to push the xact through the lesion and the xact stent was implanted. There were no adverse patient effects and no clinically significant delay in the procedure. Approximately 1.5 hours post procedure the patient suffered a stroke. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a electronic lot history record (elhr) review and a review of the complaint handling database was not performed because the part and lot number was not reported. Reportedly, the physician used forced to push the xact through the lesion and the xact stent was implanted. It should be noted that the xact carotid stent system information for prescribers states: do not advance any component, or section thereof, of the xact carotid stent system against significant resistance. The cause of any resistance should be determined via fluoroscopy and remedial action taken. The deviation of the information for prescribers possibly caused/contributed to the reported difficulties and/or patient effects. The reported patient effect of stroke is listed in the xact carotid stent system information for prescribers as an adverse the investigation determined the reported difficult to advance appears to be related to circumstances of the procedure and subsequent deviation of the instructions for use as it is likely that during advancement resistance was met with the severely tortuous anatomy resulting in the reported difficult to advance. Reportedly, the physician used forced to push the xact through the lesion and the xact stent was implanted. As an epd was used without any issues during the procedure, it is not likely that the reported difficulties caused/contributed to the reported patient effects. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined it is likely that the reported patient effects are related to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a severely tortuous left common carotid artery. During advancement the 9x7x40 xact self expanding stent system met resistance with the anatomy. The physician used forced to push the xact through the lesion and the xact stent was implanted. There were no adverse patient effects and no clinically significant delay in the procedure. Approximately 1.5 hours post procedure the patient suffered a stroke. Subsequent to the initially filed reports, additional information was received from the account stating that an embolic protection device was deployed and removed during the procedure with no reported issues nor patient effects. No additional information was provided.